Event description:
The product complaint report shows after removing the device from a pt, the customer noted the loss of the keypad tones and alleged the audible alarm to be intermittent. The facilities biomedical tech inspected the device and could not duplicate the reported event. The biomedical tech replaced the audible alarm assemlby as a precaution. It is not verified that the audible alarm is intermittent, and no malfunction may have occurred. This report is not an admission that this device caused or contributed to the event alleged in this report.